Event description:
It was reported that following a device upgrade procedure the patient died. The leads were connected to the implantable cardioverter defibrillator (ICD). Impedance, sensing, and thresholds were performed and tested within normal limits. Defibrillation threshold testing was not performed. The physician was sewing the wound close when the patient coded. Resuscitate efforts were unsuccessful. Cause of arrest and death is unknown. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4592-45 lead implanted: 1999 (B)(6). (B)(4).